Event description:
A computerized tomography (CT) scan showed effusion and possible right atrial lead perforation. Pericardiocentesis was done. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.